Event description:
Caller reported a cgm error, specifically error 42. There was no reported adverse impact to the customer's blood glucose level. After receiving assistance from technical support with a pump reset, the caller successfully started their sensor session, and the error did not reoccur.